Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had some strange vibration and there was white part on pump display. Customer's blood glucose level was 99mg/dl. Customer was advised to disconnect pump use and revert to back-up. Insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
Device received with missing segments due to cracked lcd window. No unexpected vibration during testing.